Event description:
The ethicon endopath ets-flex 45 articulating endoscopic linear cutter was used for a laparoscopic appendectomy. A blue load was placed on the stapler end and the stapler was inserted into the patient through a trocar. Upon squeezing the handle of the stapler, a piece of the handle broke off, rendering the stapler unusable. The doctor was able to extract the stapler, with the blue load still intact, from the patient without incident. An automatic stapler was then requested and used throughout the remainder of the case.